Event description:
It was reported intermittent occlusion alarms occurred, which caused the customer's blood glucose level displayed as "high", specific value unknown. The customer addressed the high blood glucose by administering a correction injection and addressed the occlusion with a supply change and resumed insulin. However, occlusions continued and clinical troubleshooting was exhausted, a replacement pump was sent to resolve the issue.